Event description:
When setting up for case, pack of raytecs upon opening were stuck to top. Remaining raytecs thrown off field, new supply obtained. No contamination to sterile field. Lot number information saved/sent to quality. Lot: 20h050262, exp: 07-31-2025.